Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical product: depuy synthes skyline anterior cervical plate. Medical product: c5, c6, and c7 screws. Therapy date: (B)(6) 2020. Medical product: zimmer biomet 63b, 72r, and lt-4500 electrodes. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient was experiencing nausea while using the spinalpak stimulator. The patient states that within a half hour of using the device, he experienced nausea and vomiting. The symptoms would last all day. The patient places the electrodes just below his ears. The patient reached out to his specialist and was prescribed a medication for the nausea. The patient has since stopped using the device. It was reported that no further information is available.

Event description:
It was reported that the patient was experiencing nausea while using the spinalpak stimulator. The patient states that within a half hour of using the device, he experienced nausea and vomiting. The symptoms would last all day. The patient places the electrodes just below his ears. The patient reached out to his specialist and was prescribed a medication for the nausea. The patient has since stopped using the device. Attempts have been made and no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.